Event description:
It was reported "not taking a smooth graft; making holes in the graft. Case was still completed. This didn't stop the case. There was patient contact. No patient death or injury." On (B)(6) 2014 additional information was received from the customer: "the graft was used as is no additional graft was required, no intervention was required. There was no injury, delay in surgery, or adverse consequence to the patient reported."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.